Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched from the proximal to the distal transition zone in the balloon. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0x20,135cm mustang¿ balloon catheter was advanced for dilatation. However, on the 2nd inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0x20,135cm mustang¿ balloon catheter was advanced for dilatation. However, on the 2nd inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.